Event description:
Implant date: 1998. X-rays on 02/26/1992 reveal one screw bent and one screw cracked. Explanted on 04/15/1993 at which time it was noted that the rods were loose, there was a broken screw, and a pseudoarthrosis was found.